Event description:
No problems delivering stent to lesion site. During deployment of the cypher stent, the balloon burst following pressure of 14 atms at 10 secs. Reasonable deployment achieved. Pt suffered no ill effects or events.

Manufacturer narrative:
This device crb 23225 (lot 14014244) is distributed outside the united states; however, it is similar to the united states product cxs 23225. The product is available for analysis. Add'l info will be submitted within thirty days upon receipt.